Event description:
A peritoneal dialysis (pd) register nurse contacted (B)(6) customer service to report that the purell hand sanitizer gel makes her skin break out; she is allergic. The patient stated that she cannot use the hand sanitizer. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".